Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that in review of the patient's system controller waveform and log file data, there were pump speeds which slowed down to zero and the flows were also at zero. In addition, the clock had reset as if the driveline had become disconnected or the system controller had lost power. The patient was fine and said that nothing had happened during this time including pump stop symptoms. The patient confirmed that during this time he had not disconnected either of the system controller cables. The log file and waveforms were sent to the manufacturer for review. The system controller was exchanged for another system controller and no further problems have been reported.